Event description:
Spontaneous: pt reported that both her pumps are giving her high pressure alarm. She changed out the cassette and tubing several times on both pumps with no success. Due to patient being on veletri and its short half-life, advised patient to seek medical attention. Patient agreed and stated she would make her way to (B)(6), which is the closest hospital that carries veletri. After initial call, patient used a new cassette and was able to continue treatment and did not have to go to the hospital. Patient had interruption in therapy for several hours and restarted with no complaints of adverse event. Cassette lot number not provided. No further information known. All known info is contained on this form. If any additional info is received it will be provided on product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; what is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette. Has this incident happened within the past 6 months? Offering nursing evaluation; see event. No other info provided. Reported to (B)(6) by pt/caregiver.